Event description:
I had implants that were textured with silicone and saline wrap around silicone part of implant. They were put in 1989. In 2009 my left breast enlarged to a size dd, but the right was not effected. I went to the plastic surgeon that put them in and he recommended removing asap. I scheduled the appointment and had them changed. After the procedure the dr said that there was a lot of fluid and had to clean the area out and leave in a drainage tube. Also, the incision was large compared to my right incision which is 1/4 of the length when comparing the two incisions. The dr said it was a "phenomenon" and asked if he could share my records with a medical school he was associated with and I agreed. The new implants are fine for now but I am concerned that they too might cause health issues that may or may not be related to the first set of implants I had.